Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-48c, primary tritanium hemi cluster hole cup 48mm, lot code: mlj7je. Cat. No.: 626-00-36c, modular dual mobility insert, lot code: 38975003. Cat. No.: 6260-4-122, 22.2mm std v40 head, lot code: 42600403. Cat. No.: 6720-0330, size 3 accolade ii 132 deg, lot code: 43086908. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Revision for periprosthetic joint infection, all components changed.

Manufacturer narrative:
An event regarding infection involving an adm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: no medical information was received for review with a clinical consultant. Consultation with a clinical consultant was however performed to further understand the nature of the reported events logged for this patient. The clinician indicated: "with the info on both events it is quite sure this was an infectious complication of the hip arthroplasty, consistent also with the reported acronym pji, periprosthetic joint infection." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Revision for periprosthetic joint infection, all components changed.